Event description:
Guide broke off inside the bone-unable to remove it. Procedure: open reduction, internal fixation of trimalleolor fracture/dislocation. Image intensified showed it deep in the bone.